Event description:
It was reported that, during a procedure using a capio slim device, the device failed to deploy. The patient developed hematoma as a result of the procedure. The patient is expected to fully recover. The procedure was aborted because the capio device failed to deploy. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: impact code f1001 captures the reportable event of procedure cancelled. Block h11: block b5 has been updated.

Event description:
It was reported that, during a procedure using a capio slim device, the device failed to deploy. The patient developed hematoma as a result of the procedure. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: impact code f1001 captures the reportable event of procedure cancelled.